Event description:
The issue involves cerner millennium carenet and affects users that utilize the patient access list to place and modify orders. In cerner millennium, when the user documents and modifies and order, patient access list displays both the current and previous versions of the order together, with no visual depiction of which order is the most current. Patient care could be adversely affected, as clinicians routinely utilize patient access list to quickly view patient information. This issue affects any order type. Examples of affected orders and corresponding affected order details includes code blue status (do not resuscitate) orders and medication orders. This issue could result in clinician confusion and a potential patient care delay while the clinician attempts to reconcile the conflicting information, cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on march 5, 2009, to all potentially impacted client sites. The software notification includes a description of the issue and a software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved an no furthers narrative is required for follow-up.